Event description:
It was reported that the patients right ventricular lead was stimulating their mitral valve causing regurgitation. The patient experienced dyspnea. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.